Event description:
It was reported that the pt visited the surgery clinic complaining of decreased vision and was found to have endophthalmitis approx two weeks post iol implant. Yag laser was used on (B)(6) 2013 and (B)(6) 2013 to treat the endophthalmitis. As of (B)(6) 2013, the pt had recovered completely but is still applying unk artificial tears and an anti-inflammatory agent. Add'l info has been requested. Please reference MDR# 1119279-2013-00236 for the inserter used during the implant surgery.

Manufacturer narrative:
The lens remains implanted, therefore it is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.